Event description:
Respiratory therapist called to ICU because nurse could not withdraw suction catheter from trach tube. Respiratory therapist rotated catheter, withdrew inner cannula, (inserted and withdrew multiple times, all without success). Finally, respiratory therapist grasped trach tube with one hand and forcibly pulled catheter out. Catheter kinked approx one and one half inch from end.